Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to metallosis and instability. A cocr head, poly liner, shell, and competitor screw were revised to a new femoral head with a competitor shell and liner. The stem was retained. Rep confirmed that there were no allegations against the revised liner.